Manufacturer narrative:
Manufacturer's ref. No: pi1-1h8eg5u the returned device was visually inspected and the tip was found bent and damaged was discovered on window, between ring 2 & 3. Then per the event, a deflection test was performed and the catheter passed. In addition, due the bend found, the tilt test was performed and the catheter failed the test. Per this condition a scanning electron microscope results showed evidence of elongation and mechanical damage on the surface of the tip lumen. The evidence suggests that an excess of force applied could cause separation. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. The root cause of this damaged could not be conclusively determined; however, it is possible that procedural/handling factors may contribute with this failure.

Event description:
It was reported that a patient underwent an ablation procedure with a celsius catheter and a deflection issue occurred as the catheter could not deflect as intended. The catheter was changed and the procedure was completed with no patient consequence. This event was originally assessed as not MDR reportable since the catheter is unable to deflect or relax completely; the user will not be able to use the device and will have to replace it. The potential risk that it could cause or contribute to a serious injury or death is remote. On (B)(6) 2017, during the visual inspection at the biosense webster failure analysis lab, it was discovered that damage was found on the window between rings 2 and 3 of the catheter. There was no report of any difficulty withdrawing the catheter or pre-shaping that may have caused this damage. In addition, this finding was not reported to have been noticed prior to use, upon withdrawal from the patient or prior to sending the catheter back for analysis. This finding was assessed as MDR reportable because the damage has created a break in catheter integrity that creates the risk of internal parts being exposed. The risk to the patient is critical due to the potential of thrombus formation from exposure to internal parts of the catheter. The awareness date has been reset to (B)(6) 2017, the date the reportable finding was discovered.